Event description:
Procedure type: low anterior resection, pt gender: unk, according to the reporter: the instrument could not be removed from the anastomosis after firing. Surgeon turned instrument to left and to the right to insure it was not caught on the anastomosis and instrument was still not able to be pulled out. The rectal sigmoid anastomosis became damaged. Procedure was converted to open in order to repair damage to anastomosis. The surgeon repaired the anastomosis by suturing the area. Surgery was delayed approx 45 minutes to 1 hour. No blood transfusion was necessary.